Event description:
Caller states that the patient tested 6.0 inr and 8.0 inr on the same device back to back. No actions reportedly taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.